Event description:
Complainant alleged that medics responded to a call for pt in cardiac arrest. The pt had a history of infarction, ischemia and hypertension. The medics attempted to charge the device to 200 joules, however the device failed to charge the energy beyond 70 joules. Complainant indicated that they continued to use the device to monitor the pt's heart rhythm, who remained in asystole. The pt was treated with adrenaline, bicarbonate and "mezocain" however the pt's rhythm never converted. The pt expired however it was not a result of the reported malfunction.